Event description:
It was initially reported the needle mechanism had fully deployed before the pod was able to be used. No impact to the patient's glucose level was reported. The pod was not worn. Additional information was provided on (B)(6) 2026, and no needle mechanism failure was reported. The patient's spouse reported of the cannula not inserting the skin properly, therefore the reporting criteria were not met.

Manufacturer narrative:
Additional information was provided on (B)(6) 2026, and no needle mechanism failure was reported therefore the reporting criteria were not met. B5 and h6 was updated.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the needle mechanism had fully deployed before the pod was able to be used. No impact to the patient's glucose level was reported. The pod was not worn.